Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('heavy periods') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery ("tubes previously removed"/ da vinci assisted total laparoscopic hysterectomy ((B)(6) 2019)). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description a 117 gram hysterectomy specimen including uterus and cervix (8.5 x 7 x 4.5 cm). No fallopian tubes are attached to the uterus or in the container. The serosa is purplish pink, smooth and glistening. The ectocervix is grossly unremarkable as is the endocervix. The myometrium is unremarkable. The endometrium averages 0.2 cm in thickness and is unremarkable. Diagnosis uterus with cervix: proliferative endometrium. Focal superficial adenomyosis. Comment the specimen was submitted as including fallopian tubes, however, per the operative report, these had been previously removed.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('heavy periods') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery ("tubes previously removed" and da vinci assisted total laparoscopic hysterectomy((B)(6) 2019) . Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: gross description a 117 gram hysterectomy specimen including uterus and cervix (8.5 x 7 x 4.5 cm). No fallopian tubes are attached to the uterus or in the container. The serosa is purplish pink, smooth and glistening. The ectocervix is grossly unremarkable as is the endocervix. The myometrium is unremarkable. The endometrium averages 0.2 cm in thickness and is unremarkable. Diagnosis uterus with cervix: ¿ proliferative endometrium. ¿ focal superficial adenomyosis. Comment the specimen was submitted as including fallopian tubes, however, per the operative report, these had been previously removed. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.